Event description:
We received a report that a tecnis multifocal zmb00 14.5 diopter intraocular lens (iol) was explanted after the patient found the reading add was too strong and could not see any intermediate vision. Patient preferred a lower reading add. There were no surgical complications such as incision enlargement. The sales representative first learned the iol would be explanted on (B)(6) 2015. On (B)(6) 2015 he received confirmation the lens was explanted and other details. On (B)(6) 2015 it was learned the patient's outcome is excellent and the patient is very happy. On (B)(6) 2015 it was learned the explanted lens was discarded by the surgery center and therefore will not be returned for evaluation.

Manufacturer narrative:
(B)(4). A review of the manufacturing records was conducted. Results revealed all process operations presented in the manufacturing record from generation to boxing were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) related to the customer claim was generated. There were no process and/or material changes done during the period when this production order was manufactured. The lens diopter result obtained from the miq (measurement iol quality) electronic system of the test performed when this lens was manufactured, shows that lens serial number corresponded to 14.5 diopter. The iol reported was released within the diopter specifications. No deviation was reported. Based on the manufacturing record review, no deviation or assignable cause was identified for the reported complaint. The documentation shows that the production order was manufactured according to specifications. All pertinent information available to the manufacturer has been submitted.